Event description:
Provider alleges consumer's mother alleges that while her son was going over a ramp he probably lost control of the wheelchair, allegedly getting his hand stuck on the joystick and he accelerated along the entire terrace until allegedly falling from it into a void, as it had no safety railing.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The findings of the unit evaluation were that the unit was perfectly functioning and didn't present any anomalies in its components or their functionality. This, together with user's parents' admission of dangerous behavior of their son driving (unattended) on the edge of a construction site with no fence, the conclusion was made that the accident was caused by the user's behavior and not from any fault in the chair.

Event description:
Provider alleges consumer's mother alleges that while her son was going over a ramp, he probably lost control of the wheelchair, allegedly getting his hand stuck on the joystick and he accelerated along the entire terrace until allegedly falling from it into a void, as it had no safety railing.